Manufacturer narrative:
G4:02mar2021; b4:06mar2021; h11:g5:k102985. The fse replaced the battery to resolve reported problem, the device passed all testing and operated within the manufacturing specifications and returned to service. It was also observed submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:20jan2021. B4:15feb2021. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed that when installing the battery, plug in the main power supply will not charge. The fse replaced the plug and main power supply to resolve reported problem, the device passed all testing and operated within the manufacturing specifications and returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2021. Report date: 09feb2021.

Event description:
The customer called technical support (ts) reporting that the device is displaying batter failure. The customer reported there was no patient involvement at the time the issue was discovered.